Event description:
The customer stated, that she received a glucose reading that was higher than usual. She performed a control test and received a result of 200 mg/dl. The normal control range was 97-134 mg/dl. No adverse events were alleged. Further troubleshooting of the system showed it was operating as designed. No products will be returned.

Manufacturer narrative:
The customer did not provide a serial number for the meter, so it was not possible to determine a MFR date.